Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures identified one cuff was returned and inspected. When connected to a known working ats in the lab, the ats had to keep pumping air to keep the cuff inflated, confirming a leak. A bubble test was done to determine location of the leak. It was determined the leaks were located where the pvc tubing connects to the right angle connectors on both ports of the cuff. Also noted that the pvc tubing was dark/brown in color. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). Reporter telephone number: (B)(6).

Event description:
It was reported that during the surgery, the air leakage was found on this complaint product. There was no harm. Therefore, the surgeon used an alternative product to complete the surgery. There was a 0-15 minute delay to prepare alternate product. No adverse events were reported as a result of this malfunction.